Manufacturer narrative:
The technician replaced the drive re-engage switch to repair the bed.

Event description:
Information received indicates the head section can be raised half way, but then will unintentionally go back down.